Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was displayed as ¿high¿ on cgm. Customer addressed elevated bg via correction bolus via the pump. The customer will continue to use the current pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue.